Manufacturer narrative:
Abbott customer service and support instructed the customer that the external waste pump is an additional accessory and that the customer should order a new pump. It is not known at this time if the customer did order a new pump. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect operations manual and architect c4000 system service and support manual provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred.

Event description:
The customer reports a burning odor and observed smoke coming from the external waste pump of the architect c4000 analyzer, serial number (B)(4). The pump power cord was subsequently unplugged; no injuries occurred. The customer continued to work and contacted abbott technical support only after the external waste pump began leaking from between the waste pump motor and waste liquid pan. No audible alerts occurred prior to the observation of smoke. The customer disconnected the architect c4000 analyzer drain tubing from the waste pump and routed them directly into a drain; the tubing was later connected to another pump in the laboratory. Leakage from the external waste pump likely contributed to a short of the pump motor; however, the analyzer was undamaged. There were no reports of exposure to any biohazardous material. There was no damage to the lab environment. The pump was not returned for evaluation .